Event description:
Patient admitted to facility by ER doctor. Had complaints of chest pain, shortness of breath, and was diaphoretic. Patient taken to cardiac cath lab. Procedure(s): 1-left heart catheterization with selective coronary cine-angiography and left ventriculography, 2-coronary angioplasty and stenting to the left anterior ascending artery. During procedure (ptca) the coronary guide wire tip was damaged, cv tech offered md a new wire which the circulator retrieved; at that time md refused new wire and cut off tip of damaged wire, then reintroduced that wire back into the coronary artery. At the time of death, the cause of death was unknown. During the first cath procedure, a stent was placed in the lad to open the artery. A balloon angioplasty was also performed to open a coronary artery blocked by a blood clot. The cardiologist recommended this patient have an autopsy performed to confirm cause of death. Witnesses were interviewed within several days of receipt of the final autopsy report. After hospital's investigation into this matter, it was determined that they submit FDA form 3500a reporting this incident (pursuant to the safe medical device act).